Event description:
Have irregular heart rhythms - had pacer replaced due to low battery, still having symptoms which date back to 2000. I recently had pacemaker replaced, due to low battery, and irregular heart rhythms by dr. He mentioned the pacer led to the heart could be fractured or cracked and was concerned, but looked like ok condition when procedure was done. I saw on tv commerical, their commercial medtronic pacer leads being recalled and was concerned because I've had irregular heart beats that's un-explainable, off and on dating back to 2001 when I had my pacer re-programable.